Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage, but protein deposits in the inlet and outlet spout of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage, but protein deposits in the inlet and outlet spout of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of over-drainage and problems with the adjustment. At the time of our investigation, the valves were operating within the specified tolerances. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation is completed. Update: g6 , h2 - h10.

Manufacturer narrative:
Investigation on- going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The surgeon suspected an overdrainage and adjustment problems. The valve was not adjusted from 8 - 12 cmh20. Patient informations: age y: (B)(6), height cm: 175, weight kg: (B)(6), gender: male. Implantation: (B)(6) 2019, explantation: (B)(6) 2020.